Event description:
It was reported clinician was able to flush the cvc port but unable to consistently get blood return. It was stated a new catheter was inserted without issue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2929 showed no other similar product complaint(s) from this lot number.